Event description:
Crib canopy in retracted position, toddler placed thumb in the hole that is used to lock the crib top in place when it is drawn down. Crib had to be manually cut to free the patient's thumb from this hole.